Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding custome's hospitalization on unknown date due to diabetic ketoacidosis from the attorney of the family. The reporter alleges insulin pump was not delivering insulin for 9 hours. Customer was demanding for compensation because the insulin pump was not working. Customer was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.